Event description:
It was reported by a vns pt that her generator "slipped" in 2006 after being implanted by her last surgeon. At the moment the pt is pursuing re-implant surgery and does not want to go to her last surgeon for the fact that her generator migrated. Furthermore, info was rec'd from the implanting surgeon indicating the pt did present herself to the office of the surgeon and had her generator revised on (B)(6) 2006 due to migration. The surgeon re-sutured the generator to the fascia and indicated the lead was still good despite some tension that was put on it. The surgeon is aware of cybx labeling in placing sutures to hold the generator. It was unk if the pt had any manipulation or trauma that could have contributed to the migration. The surgeon's office indicated that the pt was a no show for the next appointments after revision.